Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information below, the reported event may have been caused by accidental entry of fiber pieces such as gauze used at the user facility or a part of the endotherapy accessory into the instrument channel between the procedure and the reprocessing. During device inspection, it was confirmed that foreign material, such as tissue glue and a part of the endotherapy accessory, had been exited from the instrument channel. In the past similar cases, it was concluded that it may have been caused by accidentally mixing fiber pieces such as gauze used in the user facility, the injection tube that is endotherapy accessory, and a part of the silicone rubber device used in the endoscopy room. The instruction manual provides the detection measures for the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the instrument channel was clogged with tissue glue. There was a leakage at the s-cover of the control unit and the housing of the endoscope connector. The plug unit of the endoscope connector was damaged. The insulation resistance value of the distal end cap was out of specification. The adhesive of the bending section rubber was chipped. There are cuts in the insertion tube that can prevent proper cleaning. The rubber of the remote switch 1 was worn. Foreign material in the instrument channel was removed with a cleaning brush. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that a part of the endotherapy accessory was sticking out from the instrument channel outlet. There was no report of patient injury associated with the event.